Manufacturer narrative:
Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ relion® insulin syringe w/needle broke off inside an animal¿s body during an insulin injection. Vet used both ultra sound and x-ray to locate the needle and the animal was sedated for removal. Animal does have some tissue damage from the surgery but should recover without further injury.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7170877 all inspections were performed per the applicable operations qc specifications. There were fifteen notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.